Event description:
The reservoir had a broken luer neck. In addition it was indicated that the customer had high bgs and ketones. It was stated that when the customer examined the pump customer noticed that the reservoir neck was broken. The customer does not know if the pump has been hit.